Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A pharmacist reported a leaking issue with an administration set on behalf of an in-home patient. The reporter explained that the patient was using an administration set with an ambulatory infusion pump that was set to administer a 46 hour infusion of 5-fu. The set reportedly began leaking approximately half-way through the administration. The patient was exposed to the chemo spill, but was reportedly not injured. The patient contacted an on-call nurse, and pharmacist. The administration was stopped and the device was returned to the pharmacy where the infusion was remixed. The nurse traveled to the patient's home to assist them in resuming their infusion therapy.

Manufacturer narrative:
(B)(4). One photograph was sent for evaluation. No device was returned for evaluation. Photographic inspection found that there was leaking from the solvent bond between the pump tube and tube in the sample. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing floor found no discrepancies. Based on the evidence, the most probable root cause was attributed to an assembly issue; an insufficient amount of solvent was applied to the bonding connection between the pump tube and tube in the sample.